Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. Unit received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 117 mg/dl. Customer reported that the device had been dropped and was cracked on the top. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.